Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (eval - code conclusion). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: one sample was received for evaluation and the reported condition was confirmed. An inflation deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff has a small cut. Additional investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to representative, during the cuff test, it was found that the cuff leaked air. The customer indicated that there was no patient involvement associated to this event.